Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-02204.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-02204. It was reported that the patient¿s leads migrated, which was confirmed via x-ray. As a result, surgical intervention may take place to address this issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-02204. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s migrated leads were repositioned to their proper position. Therapy has been restored post-op.